Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees , that the report constitutes an admission that the product, ethicon, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, and the following was received: what was being done when the needle pulled off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Passage through tissue. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Please confirm if the device is available for product return? Not available.

Event description:
It was reported that a patient underwent a total hip arthroplasty procedure on an unknown date and barbed suture was used. It was reported that a different surgeon experienced same issue needle popping off on tha. The procedure was delayed by 15 minutes. The procedure was completed successfully with no adverse consequences for the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/19/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was being done when the needle pulled-off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Please confirm if the device is available for product return. If yes, provide the quantity of devices available to be returned and the status of the device(s) as it has not been received for analysis. If the device has been shipped, provide the shipment tracking details. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.